Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device had loose setscrews which caused the lead integrity alert to be triggered. The physician tightened the screws and the device remains in use. It was noted that there was no lead issue. No patient complications have been reported as a result of this event.